Event description:
Caller reported that a malfunction occurred on the pump after falling in water. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was using injection therapy as backup and tandem technical support arranged to replace the pump with updated software. The customer agreed to complete necessary training before using the new pump and understood the steps for returning the faulty pump.